Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
An ophthalmic surgeon reported that there have been several occurrences over the last month where the valved trocars have been leaking during vitreoretinal procedures. There has been no patient impact. Additional information and product samples have been requested.

Manufacturer narrative:
Four trocar cannula assemblies were received visually inspected and no anomalies were found. A complaint history examination indicates that this is the twenty second complaint and the twenty first complaint for leaking received against the trocar component lots. The product was released based on manufactures acceptance criteria. A complaint history examination indicates that this is the twenty second complaint and the twenty first complaint for leaking received against the trocar component lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).